Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: material no. 363080 batch no. Unknown. It was reported that aspiration errors are occurring when using 1.8 ml tube. Spoke with customer and she reports that when using the 1.8 ml citrate tube that the instrument gives an aspiration error. She believes it is due to the inner diameter of the inner tube. The 2.7 ml tube works with no issue as does any of the other bd tubes. If using the 1.8 ml tube they need to manually pipette the sample which takes additional time and can lead to a greater risk for error. Gave inner dimension of tube. Customer is calling inquiring about : internal dimensions of the sodium citrate tube, its not fitting properly in the instrument vitas3 because they have a sleeve inside. Internal diameter needs to be equal to or greater that 9.5 mm.

Event description:
It has been reported that the bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: material no. 363080. Batch no. Unknown. It was reported that aspiration errors are occurring when using 1.8 ml tube. Spoke with customer and she reports that when using the 1.8 ml citrate tube that the instrument gives an aspiration error. She believes it is due to the inner diameter of the inner tube. The 2.7 ml tube works with no issue as does any of the other bd tubes. If using the 1.8 ml tube they need to manually pipette the sample which takes additional time and can lead to a greater risk for error. Gave inner dimension of tube. Customer is calling inquiring about : internal dimensions of the sodium citrate tube, its not fitting properly in the instrument vitas3 because they have a sleeve inside. Internal diameter needs to be equal to or greater that 9.5 mm.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Communication from instrument company (biomerieux) indicates that this tube is acceptable if the fill volume is above 1.5ml. It is also indicated that the dead volume is 400 microliters.